Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by health care professional stated fluorescein staining test was done after three weeks contact lens application. Single lesions on the cornea was observed during the test in the right eye. The current status of the consumer¿s eye is not known. Additional information has been requested but not yet received at the time of this report. 25sep2023 a health care professional reported multiple events seen in consumers wearing total 30 contact lenses. This report is specific to one consumer who was reported to have corneal lesions, changes under the upper eyelids. Follow-up information was received from the initial reporter on 21sep2023; however, the information was either generalized or could not be directly associated to the consumer affected (no identifiers were provided). The generalized information received indicated that the initial reporter was seeing punctate corneal surface changes and discomfort with the use of the complaint product. Requests for clarification on the information pertaining specific complaint have been made. Keratitis is defined as inflammation of the cornea. Two classifications of keratitis are infectious and non-infectious. Non-infectious keratitis includes treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. Treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. This report of punctate corneal surface changes along with discomfort does not change the reportability of the corneal lesions. No more specific information received to the initial report of corneal lesion. Thus, the complaint still remains as serious and reportable.